Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. During the revision, the head and cup were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A complaint history review was performed using the part numbers for a modular head 42 mm -4 (short) and acetabular cup 48mm in search of complaints involving pain throughout the lifetime of the product. Similar complaints have been identified for the head. However, as the device is no longer sold, no action is to be taken. Similar complaints have been identified for the cup and this will continue to be monitored. As no batch numbers were provided, a manufacturing record, and device labelling / IFU review could not be performed. All the released devices involved met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Due to insufficient information provided we are unable to determine specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to patient had painful left hip after primary implantation. The modular head 42 mm -4 (short) and the acetlr cup hap 48mm w/ imptr were removed. The synergy 12 std offset stem was left insitu. The outcome of the patient is unknown.